Event description:
It was reported that insulin gauge displayed an amount different than expected which led customer to change cartridge several times in one day. There was no reported impact to the customer¿s blood glucose level. Customer changed cartridges as needed, and technical support reviewed pump logs, arranged pump replacement that was already in progress under a separate case, advised use of 24/7 support if issues occurred again, and customer declined further documentation because pump was being replaced. Customer reverted to an alternative method of insulin therapy.